Event description:
It was reported that the lock ring fractured during surgery.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: the locking ring was returned in a cracked condition. Cracking of the locking ring may be due to (but not limited to): excessive force or severe angle of insertion and/or removal of the provisional head; removal of the locking ring at any time during use or cleaning; material becoming brittle due to the cleaning process; improper use; and/or device fatigue with use over time. Eval: review of the device history records was not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.